Event description:
The customer reported that the system vertical lift system will not drive up or down. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the power motor relay pcb. The system still will not drive. He troubleshoot the drive problem to the power supply-3. He ordered parts. He traced a blown f-4 on motor relay board to hv cable assembly. The customer will order cable and replace it.